Event description:
Customer reports back to back testing on the same meter using different vials of strips from the same batch while using the advantage system with results of 183 mg/dl, 184 mg/dl from the original strip vial and 97 mg/dl from the new strip vial. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.